Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2021, wherein the remaining lead was explanted and a new lead was implanted. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2020-30698. It was reported that the patient's leads had migrated. In turn, surgical intervention was undertaken wherein the leads were unable to be repositioned due to excess scar tissue. In turn, one lead was explanted and one lead remains implanted. Issue was not resolved following procedure. Surgical intervention may take place to address the issue. Note: as it is unknown which lead was explanted, both leads are being reported as explanted.